Event description:
On (B)(6) 2012, the distributor contacted animas stating there was no power to the pump. There were reportedly no audible tones or vibration. It was noted that the display screen was blank. There was no reported adverse event associated with this complaint. There was no additional information available for this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed evidence of power on resets. The pump powered on with audible and vibratory sounds. The battery cap and battery compartment were not damaged. The battery cap was able to fully tighten, with no visible yellow o-ring showing. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. There was no evidence of moisture. The piston cap was found to be missing. The power issue was verified in the history but could not be duplicated during the investigation. Unrelated to this complaint the display lens was found to be dim and scratched and the keypad symbols were worn.